Manufacturer narrative:
1. No samples and pictures were returned from the customers, the detail of defect cannot be identified; 2. Review batch record information, 1- the complaint lot#3136767 was produced in the prn automatic assembly line, the production date is 2023-6, and the m860 packaging machine was packaged in 2023- 6, and the batch of products totaled (B)(4); 2- check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3- check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3. Retained samples analysis: performed strain relief test and leakage test on the retained sample of complaint batch(rotate the prn sample onto a standard luer connector ,inject the standard pressure water , observed the prn whether abnormal), the test result passed; attachment 1- test report of retained sample. 4. Root cause performed leakage test on the retained sample , the test result passed , the defect cannot be reproduction; due to no sample and picture returned , the detail of defect cannot be identified; 5. The plant continue pay attention to the defect.

Event description:
No additional information provided.

Event description:
It was reported that bd prn adapter was defective/damaged. The nurse used this consumable during a CT-enhanced push and found the rubber chipped.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.